Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the battery pack. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the x-ray tube failed and that the system displayed a precharge voltage error. No pt injury was reported.